Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (10 mg/ml at 0.063 mg/day) via an implanted pump. The indication for pump use was malignant pain/spinal tumors/cancer chemotherapy. The patient¿s medical history included a history of cancer and chronic pain. It was reported that the patient had her pump replaced because her old pump stalled (see manufacturer¿s report # 3004209178-2021-05855). During the procedure, the pump connector was replaced with a new one. Once reconnected to the spinal segment and the pump, the catheter was aspirated successfully, and a priming bolus was programmed. There was no change in the medication. The 39 ml of medication was taken out of the old pump and transferred to the new pump. The managing physician started the patient¿s pump dosing back at her pre-stall dosing (2.725 mg/day with ptm dosing 0.2mg x3/day of hydromorphone 10 mg/ml, max 24 hour dose 3.314 mg/day). The patient did well in recovery and was discharged to home. Later in the evening of (B)(6) 2021, the patient started feeling lethargic and confused. The physician was notified, and he reduced her dosing by 50% to 1.4 mg/day. On saturday ((B)(6) 2021) morning, the patient and her husband left town to go out of state. While loading the car up, the patient¿s husband left the ptm (personal therapy manager) and his cell phone on top of the car and drove off. Both were found on (B)(6) 2021 shattered into pieces. While out of state on the evening of (B)(6) 2021, the patient began to have respiratory issues and her o2 sats dropped while sleeping. That night she was taken to the local ER (emergency room), received a narcan drip, and was admitted. Her pump managing physician was notified and ordered the pump to be decreased to 0.75 mg/day and the adjustment was made in the early morning of (B)(6) 2021. Several hours after the adjustment, the patient continued to be lethargic with decreased respirations, so the pump managing physician ordered the pump to be programmed to minimum rate. The patient was released on monday ((B)(6) 2021) from the out of state hospital and they drove right to the pump managing physician¿s office and arrived at 3 pm. The pump managing physician wanted to do a dye study, but a prior authorization had not been obtained. The patient was admitted to the local hospital in her home state on (B)(6) 2021 for observation with plans of performing a dye study on (B)(6) 2021. The dye study was performed on (B)(6) 2021 and it showed no leaks and the catheter had good flow. As of (B)(6) 2021, the patient¿s symptoms were resolving. The pump was still at minimum rate. The pump managing physician was planning on increasing the patient¿s pump to 0.5 mg/day on thursday ((B)(6) 2021) to see how the patient tolerated the dose. Due to the patient¿s new ptm being destroyed, her old ptm was paired to her new pump for future use. It was unknown if the reported event was resolved, and it was indicated that the hcp had no further information to provide regarding the event.